Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold during an in clinic follow up. The patient was scheduled for a device revision, however, upon device interrogation prior to the procedure the device exhibited normal parameters. The physician elected to not revise the device and it remained implanted. No intervention was performed. The patient was stable and will further be monitored.